Manufacturer narrative:
The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery a system message was displayed and the system stopped working when the nucleus was removed in ultrasound mode. The patient¿s anterior chamber collapsed with corneal endothelium touch. The ultrasound tip was removed from the eye. The anterior chamber was reformed using viscoelastic. The system footswitch cable was re-connected and the system resumed operations. The surgeon was able to complete the surgery. The patient's endothelial cell count has improved.